Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that there was a leakage in the cap/port of the cassette used in compounding production. The issue was identified by healthcare professionals during goods receipt; the product was not in use. The leak in cap/port was not visible after filling nor during packaging. The leakage was first visible during customer receipt. The event occurred four times between 01-jan-2025 and 17-jul-2025. An action to ensure a tight seal on the cap was agreed to solve the issue, however the number of incidents increased. Photos of the sample have been received. There was no patient involvement. Associated complaints documented on (B)(4).

Manufacturer narrative:
Two reservoir cassettes were returned for evaluation of leakage in the cap/port of the cassette used in compounding production. As received, there were no damages or anomalies observed. Four (4) customer images were returned showing the cassette and the cap connection. As received, the red caps used in the cassette luer were not returned. During intake, the red caps were misplaced during decontamination and unable to be tested. No other damages or anomalies were observed. In order to replicate clinical use, the cassettes were filled with 100ml of water using a manufacturer provided syringe. The cassette was then capped using a red luer cap. No leaks were observed from the luer connector. The complaint of leakage cannot be confirmed nor replicated.